Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4).

Event description:
It was reported that the plastic on the impactor device had started coming apart and breaking. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and the reported condition was confirmed. It was determined that the device failed visual inspection. During the assessment of the device, it was observed that the impactor operated as intended. The rear housing was observed to have separated from the mid-plate apart and the trigger was loose. The rear housing separating from the mid-plate is due to the trigger screw coming loose consistent with normal wear. The kincise surgical impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its high cycle count. The kincise surgical impactor came apart - housing loose is due to the trigger screw coming loose consistent with normal wear.